Event description:
The following was reported to gore: during treatment of a common iliac artery stenosis, a 6fr cordis brite tip sheath was used to advance a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) over an amplatz wire. As reported, the patient's anatomy was also heavily calcified. The vbx stent crossed the lesion, and it was being pulled back close to the sheath when the stent dislodged. The physician tried to snare the constrained stent, but this was not successful. A new vbx stent was deployed to pin the constrained vbx stent against the patient's vessel wall. A new vbx stent was implanted with good results. The patient did not experience any adverse consequences. As reported, the physician stated the condition of the patient's anatomy may have contributed to the stent dislodgement.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. B7: patient relevant medical history and medication information was requested but not made available. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b20: the dislodged vbx stent was pinned to patient's vessel wall. The device was not available for investigation. The engineering evaluation state the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint is attributed to the patient condition/anatomy as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.